Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a "speaker malfunction" inop error message. The device was in use on a patient at the time of event. There was no report of patient or user harm.